Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic dissection using two gore® tag® thoracic endoprostheses ((B)(4)) and an aortic extender component ((B)(4)). A surgical graft was implanted in an elephant-trunk approach distal to the surgically replaced aortic arch. The (B)(4) was then deployed most distally in the thoracic aorta, followed by the tgt2810 and tgt3415 being implanted in the surgical graft. An intra-procedure imaging revealed a new dissection and a distal type I endoleak, but the procedure was concluded with a wait-and-watch approach being taken to those adverse events. On (B)(6) 2011, the patient was implanted with two gore® tag® thoracic endoprostheses and two aortic extender components to treat the distal type I endoleak and the aortic dissection. On (B)(6) 2011, the patient was discharged of the hospital. It was revealed that the aortic dissection and the distal type I endoleak had been resolved at the time of discharge. Aortic diameter was 63mm. On (B)(6) 2011, in three-month follow-up study, aortic diameter was 63mm. It was unknown if endoleak had been present. Later in two more follow-up studies, aortic diameter had remained unchanged, and endoleaks had not been revealed. On (B)(6) 2012, in two-year follow-up study, the false lumen had expanded to 68mm due to retrograde perfusion from a re-entry in the abdominal aorta. On (B)(6) 2013, a reintervention was performed to treat false-lumen expansion. A debranching procedure was performed to maintain blood flow to the branch arteries of the abdominal aorta, and two gore® tag® thoracic endoprostheses were implanted distally.